Manufacturer narrative:
Additional information has been requested from the customer, and will be reported if made available to us.

Event description:
It was reported that the intra-aortic balloon pump (iabp) in the ICU was making a funny noise. The customer informed that the noise sounded like a very quiet alarm. Although, there was no alarm going off and the iabp was performing correctly. It is unknown under which circumstances this event occurred, and the date of this event and the serial number of the iabp are also unknown. However, no patient death or injury was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp)cannot be reviewed per company standard operating procedure since the serial number for the unit was not provided.the customer reported via email that the iabp involved in this event had not been serviced. They were unaware of any parts being replaced and have not heard any other complaints regarding this iabp.

Event description:
It was reported that the intra-aortic balloon pump (iabp) in the ICU was making a funny noise. The customer informed that the noise sounded like a very quiet alarm. Although, there was no alarm going off and the iabp was performing correctly. It is unknown under which circumstances this event occurred, and the date of this event and the serial number of the iabp are also unknown. However, no patient death or injury was reported.